Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer exhibited noise on the analyzer but the battery voltage was low and therefore the battery was replaced. It was confirmed that the programmer was unable to update software. It was not confirmed that the hinges needed repair but the power cord bay latch tabs were broken. It was also indicated that the radiofrequency head connector was loose, the uppder handle cover was cracked, and the power sypply fan was noisy. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer exhibited noised on the analyzer. The analyzer was changed but the issue was not resolved. The programmer would also not update via usb or sdn. The programmer's back hinges also needed repair. The programmer was returned for service. No patient complications have been reported as a result of this event.